Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The user's blood glucose (bg) level was 370 mg/dl. The user addressed bg level with manual injections. Additionally, it was reported that multiple cartridge change error messages occurred with multiple cartridges and that the 5th cartridge was successfully loaded. Reportedly, the user's bg level was in target range at the time of this event. It was confirmed that the user had an alternate method of insulin delivery available.